Manufacturer narrative:
Other text: additional information: h6. Corrected data: b1, corrected data: corrected data b1: product problem.

Manufacturer narrative:
One breathing circuit was returned for analysis. There were no abnormalities or damage found on the device. A leak test was conducted and an air leakage gap was found between the corrugated tube and the connector was confirmed. The reported event was able to confirmed. The root cause of the issue was found to be due to manufacturing. Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical product was found to have an air leak during a pre-use check. There was no patient injury and no reported adverse events.